Event description:
A malfunction on a customer's pump was reported, and there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, and the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to contact a healthcare provider for backup therapy. The customer understood and acknowledged these instructions and was advised to call back if the malfunction recurred.